Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the emergency room after receiving inappropriate hv therapy from the device. Review of session record showed noise on the v sense amp and farfield discriminator channel. The lead measurements were stable and in-range. It was noted that the patient experienced a respiratory arrest and external pacers were used by the medics. Programming change was made. It was suspected that the inappropriate therapy was due to oversensing of external pacing. The patient was moved to a different hospital. Additional information was requested but has not been received. No further information is available at this time.